Event description:
The cooper surgical uterine delineator/manipulator has had 3 events where sparking traveling from the blue ring to the center of the manipulator tip has occurred and witnessed by the surgical staff. The manipulator itself does not connect to any sort of cautery, but only serves as a tool to move the uterus for the case and, by design, as a guide to cut the uterus and cervix away from the top of the vagina. No harm to any patients.